Event description:
One patient sample with discrepant free t4 results. Initial result 29 pmol/l. Same sample repeated using different method gave result of 15.9 pmol/l. Previously patient had given the following free t4 results using the initial method: (B)(6) 2007: 27 pmol/l; (B)(6) 2007: 31 pmol/l; (B)(6) 2007: 28 pmol/l. If additional information is received, appropriate notification will be provided.